Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship between pd therapy with the liberty cycler/ liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/ liberty cycler set malfunction or product deficiency. Acinetobacter baumannii related peritonitis is known to occur due to breach in sterile technique. Therefore, the patient¿s peritonitis was probably related to touch contamination, as reported by the pd nurse. Should additional information become available this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported they were draining slowly and had fibrin. Per the pdrn, the patient had an infection. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis. The pdrn stated that patient was diagnosed with peritonitis on (B)(6) 2018. The cause of peritonitis was touch contamination and the organism cultured was acinetobacter baumannii. The wbc count was 2100. The patient was treated with cefazolin one gram and one gram of ceftazidime intraperitoneally. The patient was admitted in hospital on (B)(6) 2018. Per pdrn the patient is still in the hospital and is continuing with the pd therapy. The outcome reported event of peritonitis was recovering.

Event description:
Information in the complaint file, including 4 pages of appended records, were reviewed and the clinical investigation was amended to include new information received on (B)(6) 2018. On (B)(6) 2018, this elderly patient on peritoneal dialysis was diagnosed with peritonitis. Per the pd nurse, the pd effluent was positive for the organism acinetobacter baumannii and had an elevated white blood cell (wbc) count. The patient was initiated on antibiotic therapy with cefazolin 1 gram and ceftazidime 1 gram intra-peritoneal (ip).subsequently, on (B)(6) 2018, the patient made a call to customer service and reported he was draining slowly with observable fibrin and as a result the patient had cancelled pd treatment in fill 3 and was attempting to reset-up the treatment with the same supplies when a ¿m01-17 system error alarm¿ occurred. The patient then cancelled cycler assisted pd treatment and reported he will revert to manual therapy. However, during follow-up, the pd nurse reported the patient required admittance into the hospital on (B)(6) 2018 for peritonitis associated with touch contamination. Per medical records received, the patient¿s admitting diagnoses was generalized weakness and fungal peritonitis (organism unknown). The patient¿s pd catheter (not a fresenius product) was removed and the patient had a tunneled dialysis catheter placed and transitioned to hemodialysis (date unknown). The patient was also treated with intravenous (IV) antibiotics (unknown drug (s), dose, frequency and duration). The patient was subsequently discharged to a skilled nursing facility on (B)(6) 2018 and continues outpatient hemodialysis and is reportedly recovering from the peritonitis event.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship between pd therapy with the liberty cycler/ liberty cycler set and the patient¿s hospitalization for fungal peritonitis and generalized weakness exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/ liberty cycler set malfunction or product deficiency. It cannot be determined what exactly led to the patient¿s fungal peritonitis with the available information. Fungal peritonitis, while rare, accounts for approximately 3-6% of all peritonitis infections and is often associated with previous antibiotic therapy, especially for bacterial peritonitis (us national library of medicine). The patient¿s pd nurse reported the patient was diagnosed with acinetobacter baumannii peritonitis, related to touch contamination, the day prior to hospitalization. Acinetobacter baumannii related peritonitis is known to occur due to breach in sterile technique. While possible; it is unknown if the patient¿s bacterial peritonitis may have been a factor in the subsequent development of fungal peritonitis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.